Manufacturer narrative:
This report is being filed to provide additional information and corrected product code in section. The run data file (rdf) was analyzed for this event. Signals in the rdf showed that the optia system operated as intended. The ¿predicted fluid balance exceeded limits¿ alarm is triggered when the system calculates that the fluid balance limits that were set for the patient will be exceeded based on the rest of the planned procedure. In this collection, the patient¿s weight and hematocrit were changed several times. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the high fluid balance in the patient is due to the customer's preferences and procedures for running large volume collections. This is done with approval and guidance of the customers physicians.

Manufacturer narrative:
Investigation: the customer stated that they performed a large volume of 30-liter collection procedure on the patient due to the patient¿s cd34 count. The customer stated that per physician¿s order, the anti-coagulant infusion rate setting was adjusted to the maximum setting of 1.2ml/min/liter tbv. Prior to the start of the procedure, the patient was given calcium gluconate and magnesium via IV per protocol at the customer¿s site. The customer stated the optia display screen indicated that 2325ml of ac was delivered to the patient and 171ml of saline was delivered to the patient. Terumo bct's support specialist performed a calculation on patient's fluid balance from the value's provided by the customer and determined that the fluid balance was 143%investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a fluid imbalance during a continuous mononuclear cell (cmnc)collection procedure on a sickle cell patient. During the procedure, they received multiple fluid balance alarms. The customer stated that the patient was given a total of 844ml of calcium chloride diluted in 0.045% normal saline and 215ml of magnesium sulfate diluted in 0.045% of normal saline, however, 418ml were removed to the collection bag. Per the customer, the patient did not experience any symptoms and is reported in stable condition. The customer declined to provide patient identifier (ID). The cmnc collection set is not available for return because it was discarded by the customer.